Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer's buttons was not working on his insulin pump. Customer's blood glucose was 400 mg/dl. He treated his high blood glucose with an injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.